Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead implant procedure, lead helix failed to extend. There was difficulty positioning the lead with multiple attempts as the lead failed to torque and the lead helix did not screw well. Lead was explanted and a new lead was implanted. Patient was stable post procedure.